Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. System remained in standalone mode after boot-up. No led indicators were illuminated on the blue network cable at the mobile view station (mvs) or on the green network cable at the pleora. Replaced the pleora as per the advanced service manual. The replaced pleora has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system entered stand alone mode and could not acquire images. The image acquisition system (ias) and mobile view station (mvs) were rebooted with the umbilical disconnected, the mvs application was restarted, and the ias application was restarted, all without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The iport for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the unit could not establish communication resulting in the imaging system entering standalone mode.